Manufacturer narrative:
The reason for this revision surgery was to remedy joint instability after 3.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 9th complaint for this part number: one cracked/broken device, five due to dislocation, two due to trauma, and one for instability. This is the fifth complaint for this lot number. The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to joint stability. The surgeon removed the constrained liner and 28mm +10.5 femoral cocr head; the parts were replaced with a stryker liner and djo 22mm +4 cocr head. The first revision is referenced in (B)(4).